Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited under-sensing, post sensed t-wave over-sensing and far p over-sensing. It was also noted that the pacemaker exhibited a high ventricular rate episode. Programming changes were made. The patient was in stable condition.